Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric by pass - "removed 12mm camera prot when they realize 1/3 of the distal end of the trocar was missing. It was retrieved from the patients abdominal wall. There were no adverse effects to the patient. It appeared to have broken off." Type of intervention - "unk". Patient status - "no adverse effect".

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for the last five (5) lots purchased by the account indicates these lots passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause could not be determined; however, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.